Event description:
Rptr complains of breast tissue capsulation, involuntary muscle spasms, and twitching since approx 9/89, cold and numb extremities, night sweats, pain in right dorsal region and right lung area, ear ringing, receding gums, and fatigue.